Event description:
Complainant alleged that during biomed testing, the device failed code readiness test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference (medical device problem code). Device evaluation: the device was received at zoll canada for evaluation. The customer's report was observed during evaluation of the device activity log. The device was put through extensive testing including full functional testing and multiple auto readiness testing without duplicating the report. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.